Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Updated 6 may 2020 re-open the complaint was re-opened upon receiving the patients medical records. The information received did not change the original investigation report device history lot null device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Right total knee replacement on (B)(6) 2014 with defectively designed depuy attune tibial basplate, which has loosened and shifted 2 mm. Gentamicin ghv used to cement the baseplate to my resurfaced tibia. On (B)(6) 2016: right ap, lateral, and sunrise x-rays show evidence of mechanical loosening. Not informed by md. On (B)(6) 2016: right ap, lateral, and sunrise x-rays show loosening tibial tray. On (B)(6) 2018: cbc with auto diff with platelets; sed rate; and crp drawn. All wnl. On (B)(6) 2018: 3 phase bone scan; 3 phase bone scan injection with flow: right knee arthroplasty with mildly increased activity in the blood pool and delayed mages in the tibial plateau suggesting loosening.